Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced three (3) "electrical fault" alarms on the controller. A controller exchange was peformed and the reported controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the controller. Upon evaluation, the controller passed visual inspection and functional testing. The reported "electrical fault alarm" event could not be reproduced in the lab. A review of the controller log files revealed multiple "electrical fault" alarms (sys_rear_over_current_trip ) and a "vad stop" alarm. These conditions indicate of intermittent electrical shorts within the motor stator wires. No device malfunction could be confirmed, nonetheless the reported event was confirmed via log file analysis. The most likely root cause cannot be conclusively determined, however an intermittent electrical short between the driveline cables or within the controller may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated (B)(6) 2014, and pursuant to the provisions of 21 cfr part 803. Device evaluation (B)(4) received (B)(6) 2014). Controller - (B)(4).

Manufacturer narrative:
The site has indicated that the pump remains implanted and that controller has been received and is awaiting further analysis. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual warns to keep a spare controller and spare, fully charged batteries, available at all time. Additionally, a reference guide for actions to be taken for the alarms is outlined in the IFU as well as instructions for exchange of devices. The pump remains implanted. The controller was returned for analysis. The returned controller passed functional testing including pull test on the driveline and power connections. It was also tested on bench for 2 hours with the closed loop system with connection to an hvad pump. The faults could not be reproduced. The logs show multiple electrical faults for sys_rear_over_current_trip faults in conjunction with "low flow" alarms. These alarms were cleared few seconds later by a stator reactivation to clear the failure. The reported electrical faults were confirmed with review of the logs. There was no impact to the patient and the returned controller passed functional testing. With review of the available information and analysis of the returned device root cause determination of the reported event cannot be determined.

Event description:
The vad coordinator reported that the patient experienced three electrical faults while at home. The controller was exchanged and the patient is doing fine at home. The problem resolved and there have been no more alarms.